Event description:
A customer contacted baxter's (B)(4) to report receiving system error 2240 on the homechoice (hc) machine during dwell 3 of 5. The technical service representative (tsr) assisted the home patient (hp). The hp stated that the supply bag fell and became disconnected causing the error. Product surveillance contacted the hp regarding the reported event. The hp confirmed that the solution bag fell and became disconnected. The hp stated the solution bag was placed near the edge of the table and fell when the fluid inside shifted. The hp stated he discarded the sample. Per the hp, he notified his nurse of the issue who reviewed proper procedures with him. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should additional information become available, a follow-up report will be submitted.